Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and infection (late onset).

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and infection. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: not observed. Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and infection. Healthcare professional later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture. The device has been explanted.